Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed . Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported that the batteries had been out of the insulin pump for two weeks and when they started it back up, they received a battery out limit alarm. He confirmed that all of the settings seemed to have been retained. The blood glucose reading was 516 mg/dl. He was treated with manual injection. He also reported that a motor error alarm was received during a bolus delivery. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he was able to complete the rewind sequence. He also reported receiving a no delivery alarm that was resolved with a complete set change. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, and excessive no delivery alarm test. No motor error or excessive no delivery alarms were noted. The motor was tested outside of the device and passed. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. All operating currents were within specification and no unexpected battery alarms were noted.